Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation no damages or soiling could be detected. The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (information provided by bbm sales organization in ireland): "not infusing correct amount of fluid" user information: a patient with sepsis was prescribed IV fluids over six hours which was inserted into the pump. After 3 hours the nurse noticed that it appeared that no fluids had gone from the bag (the bag was still full), even though the screen on the pump appeared to be infusing the fluids. The patient in question was septic and did not receive IV fluids for approximately 3 hours. According to the nurse it was a 1 litre bag set up to be infused at a rate of 166ml per hour.